Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead became stuck in the introducer and the lead was unable to be moved for better positioning. It was noted when the physician removed the introducer, the lead was "pulled back." The introducer was removed and it looked as if the introducer was not stable enough and was kinked due to patient anatomy. The rv lead was implanted and remains in use. No patient complications have been reported as a result of this event.